Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019 product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient no longer felt stimulation in the left foot. The rep reported that the patient had back surgery last week and since then hadn¿t felt stimulation in the left foot. The rep reported that they tried to reprogram, but the patient felt stimulation mainly on the right side. The rep could only get stimulation on the left side from the upper thigh to the knee. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause has not been determined. The rep tried to reprogram to no avail and this hasn't been resolved. No further information was reported.